Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded a high out of range shock impedance measurement. During the follow up appointment, this device was found to have stored an untreated episode and delivered an inappropriate shock due to noise. The device was tested in several postures and device manipulation with no noise able to be reproduced. Technical services (ts) recommended a patient initiated interrogation and an x-ray to be performed, along with providing additional troubleshooting options. During device data review the out of range impedance measurement was unable to be identified. This system was reprogrammed to the secondary vector with 2 times gain and will continue to be monitored. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded a high out of range shock impedance measurement. During the follow up appointment, this device was found to have stored an untreated episode and delivered an inappropriate shock due to noise. The device was tested in several postures and device manipulation with no noise able to be reproduced. Technical services (ts) recommended a patient initiated interrogation and an x-ray to be performed, along with providing additional troubleshooting options. During device data review the out of range impedance measurement was unable to be identified. This system was reprogrammed to the secondary vector with 2 times gain and will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
This correction report is being reported to include updates to field h10 additional MFR narrative. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the "incident description" field for more information regarding the specific circumstances of this event.